Manufacturer narrative:
Update: b5, d8, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the bronchofiberscope had a perforation in the instrument canal. The reported malfunction occurred during set up and inspection for use prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.